Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 977c165, serial# (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient was seen 6 weeks post-op with no issue or concerns. Rep reported he did not have any information of any previous visit dates prior to last week. Cerebrospinal fluid (cf) leak was reported. Last week it was noted that fluid was building up and seen at the ins pocket. It was assumed to be a seroma. It had been drained once before. Rep was at case today for the replacement of the lead and to fix the location where the dural tear was. During the revision the rep indicated that fluid was found at lead location and ins location. It was cultures and determined to be csf. It was described as an idiopathic defect at the lead location. Health care professional (hcp) was able to repair the subdural tear under the idiopathic defect along the bone near the nerve root. Rep stated that patient did not present with any reports of headaches. Repair was successful to the dural tear under the idio pathic defect. Lead was replaced with no incidence. Rep stated he had no further information to provide. No further patient symptoms or complications were reported in this event. Additional information was received from the manufacturing representative (rep) on (B)(6) 2018. It was reported that they did not have to replace the lead- just moved it out of the way to patch the leak and put it back. The rep was there in case it was damaged during the process, which it was not. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Correction to adverse event, product problem not applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Ing